Manufacturer narrative:
The complaint device was received and inspected. Visual observations revealed that the distal tip of the anchor is broken off, but held in place by suture. Thus, confirming the complaint of anchor breakage. Upon closer observation, the threads located on the distal tip are severely distressed. Only the distal tip appeared to have distressed threads, the remaining anchor body had no anomalies, indicating that the anchor tip was inserted in the bone hole when the breakage occurred. Possible root cause for the observed failure mode includes off axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. The pattern of the screw breakage is consistent with levering during initial insertion, which could have caused the transversal break on the distal tip. The DHR review showed that the 297 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email during a rotator cuff repair, when implanting the anchor, the device broke in pieces. Surgeon removed the parts from the joint and used a second similar anchor with a delay of 15 minutes. Additional information received via email from the affiliate on 5-16-17. An awl was used to prepare the bone. Type of bone quality was normal, not porous neither very hard. The insertion of the anchor was done exactly in the axis in which the needle was inserted. The needle was pressed down to the black mark. Additional information received via email from the affiliate on 5-17-17. One additional hole was made.